Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported that the patient developed a seroma at the ipg site. The device was removed and there have been no reports of further complications regarding this event. The patient may be re-implanted in the future.